Manufacturer narrative:
There is no indication that the alleged access toxo igg device was returned for evaluation. The patient samples were first tested neat after centrifugation for toxo igg, to confirm the customer's results. Beckman coulter obtained non-reactive results for the toxo igg assay; the customer's results were therefore confirmed. An interference testing, utilizing various blockers, was then completed and did not detect any interfering substances. Lastly, the patient's sample was tested on an alternate methodology (cobas-roche) and produced a low reactive result. In conclusion, a definitive cause of the incident could not be determined with the available information. Note: concerning the discrepancy between the access results and values obtained through alternate methodologies, according to the instructions for use (IFU), the specificity and sensitivity of the access assay are respectively 99.5% and 98%. Despite the fact that such figures are the proof a high performance level, the figures also indicate that a very low rate of discordant results is to be expected. As for all semi-quantitative assays, the access results should be therefore interpreted in light of the total clinical presentation of the patient, including: symptoms, clinical history, data from additional tests, and other appropriate information. All related medwatch reports associated with this event: 2122870-2013-00920; 2122870-2013-00921; 2122870-2013-00922.

Event description:
The affiliate stated the customer reported discordant toxoplasma gondii antibody (igg) results, for one patient, on three separate event dates, involving the access toxo igg assay used in conjunction with the unicel dxi 800 access immunoassay system. This report is two of three referencing the event date noted. The customer stated the patient has a history of nonreactive toxo igg results, analyzed on the same instrument. The patient¿s sample produced reactive and equivocal toxo igg results on two alternate methodologies. There was no report of patient consequence or change in patient treatment associated with this event. The customer supplied two patient¿s samples to beckman coulter for further analysis.